Event description:
A prisma pod ruptured during a pt treatment. There was no injury or medical intervention, however, the blood was not returned. In addition, the nurse caring for this pt was sprayed with blood and is receiving medical care for the exposure. The prisma set is unavailable for return as it was discarded. It is unk if the nurse caring for the pt used the technique for removing the prisma set that was described in the "pod advisory notice" of november 2005. The gambro territory mgr sent a copy of the advisory notice to the nurse mgr.